Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable creatinine, c-reactive protein gen.3 (crp), ion selective electrode (ise) assays, and glucose results for one patient sample. Of the data provided, only the results for crp were discrepant. The initial result was 0.10 mg/l and was reported outside the laboratory. The result was questioned by the physician and the sample was repeated with a result of 64.39 mg/l. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Based on the provided information, the most likely root cause was an issue with the hardware maintenance such as sample probe clogging or contamination by gel particles.